Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (200 mcg/ml at 30-60 mcg/day) and morphine (20 mg/ml at 3-6 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a catheter access port and the hcp was unable to aspirate the catheter. Surgery was performed and it was discovered that the kink was at the pocket site. It was noted that nothing was replaced and the catheter was repositioned with the pocket site. The catheter was then able to be successfully aspirated and the kink was resolved. The caller required assistance with programming the priming bolus. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-sep-05. It was reported that the patient's admitting diagnosis was baclofen withdrawal.